Manufacturer narrative:
The inflation pressure used was 8 atm. Non-ionic contrast with half saline solution was used. The lesion was located in the common iliac. There was reportedly no angulation or calcification. The balloon reportedly burst longitudinally. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an advance 35 lp low profile balloon catheter was being used during a procedure when the balloon ruptured. It was reported that the rupture occurred at nominal pressure, and the direction of the rupture is unknown at this point in time. No adverse event have been reported regarding this occurrence.